Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: imaging appropriate deployment of a tulip filter with no tilt. X-rays of the abdomen, performed the following day, demonstrate 12° of rightward tilt relative to the posterior spinous processes and a 20° anterior tilt relative to the anterior margins of the vertebral bodies. The complaint report discusses both of these tilts, with the lateral tilt measuring up to 15.7°. This is a gross overestimation of the rightward tilt based solely on the bony landmarks, and not on the true course of the ivc. When the true course of the ivc is considered, there is only 2° of rightward tilt present. Furthermore, the significant anterior tilt, relative to the anterior margins of the vertebral bodies, is indeed not likely significant by acr/sir definition. When evaluating the sagittal reformats from the CT scan of the chest, the ivc and upper lumbar spine take a divergent course with approximately 6° difference in the center line of the ivc and the anterior margins of the vertebral bodies, at approximately the level of the ivc filter. If this 6° is subtracted from the measured 20°, this equates to a 14° tilt, which would not be defined as significant. These measurements are based on the lowest most visualized portion of the chest CT, and unfortunately the whole segment of the ivc which contains ivc filter was not imaged on the CT scan, but there is no reason to suspect the ivc takes an abrupt turn just below this level to negate the 6° of difference in course between the ivc and vertebral bodies. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): filter tilt = 16 degrees. At the index procedure on (B)(6) 2017, the patient received a günther tulip filter. Primary reason for filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but with added risk due to a surgical or endovascular procedure. The inferior vena cava (ivc) diameter at the intended filter location was 17.66 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was extravasation of contrast after filter placement. Filter legs did not appear outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. There was thrombus in the left lower extremity. The ivc diameter was 22.4 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. There was no extravasation of contrast. Analysis noted: ¿not enough post placement contrast to assess filter tilt and position of leg in relationship to walls.¿ on (B)(6) 2017 (one day post-procedure), the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 15.7 degrees and 18.7 degrees in the lat view. Patient outcome: the patient remains in the study.